Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic on (B)(6) 2020 with low sensing and high capture thresholds for their atrial lead. Further investigation found that the lead had been dislodged. The lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.